Event description:
It was reported an implantable neurostimulator (ins) overdischarge was suspected. A physician more recharge (pmr) was performed but the reposition antenna screen was still seen with the recharger. The representative was unable to get the device out of overdischarge. The patient was having a battery replacement on (B)(6). No outcomes were reported regarding this event. If additional information is obtained, a follow-up report will be sent.

Manufacturer narrative:
Product ID 37746, serial# (B)(4); product type programmer, patient product ID 39565-30, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3708160, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708160, serial# (B)(4), implanted: 2013 (B)(6); product type extension. (B)(4).